Event description:
Patient reported left side rupture, exchange from textured to smooth breast implants due to the patient¿s concern with the product, "abnormal left axillary lymph node finding," and "alcl." Patient also reported "nauseous" and "joints hurt"; these events are not related to the device. Healthcare professional later reported rupture and "abnormal left axillary lymph node and prominent folding along the edge of the left implant." Pathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, exchange from textured to smooth breast implants due to the patient¿s concern with the product, "abnormal left axillary lymph node finding," and "alcl suspected".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles on the shell, crease flat, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: two sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Crease/folding of implant condition was observed, nevertheless it is not related to the manufacturing process.

Event description:
Device has been explanted.